Event description:
Ous MDR - it was reported that high lead impedance and no pacing threshold was noted. Lead fracture was suspected. Lead was explanted.

Manufacturer narrative:
The returned lead was capped about 9 cm distal of the is-1 connector pin, and was only available in fragments. All parts of the lead were returned for analysis. During the analysis of the lead, it was detected that the insulation of the lead body was massively damaged by deformation between 44 cm and 40 cm proximal of the tip electrode. The helix was fractured at about 42 cm. This damage manifestation can with high probability be regarded as the cause for the clinical complaint. The observed damage manifestation requires excessive pressure load onto the lead body. The characteristics of the damaged structure of the lead body (squashing) lead to the assumption of excessive mechanical stress of the lead due to the subclavian crush syndrome. In addition, cuts and cracks were noted in the insulation, which were probably a result of the explant process. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.